Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. G3: date received by manufacturer - additional. H2: additional information - correction.

Event description:
It was reported that receiver reinitialization occurred.  Product has been received but is pending evaluation. A follow-up will be submitted upon completion.  No injury or medical intervention was reported.

Event description:
After submission of the initial MDR, product was received on 8/27/2025 and it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2025-240535 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
It was reported that a receiver reinitialization occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).